Manufacturer narrative:
Batch review performed on 13 december 2021: lot 136398: (B)(4) items manufactured and released on 03-feb-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2017.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 5 years and 9 months post implantation the surgeon revised the insert implanting a thicker one and the surgery was completed successfully.